Event description:
It was reported the patient received the following results within 15 minutes: 2.4 mmol/l (system 1) and 8.1 mmol/l (system 2). Both blood glucose measurements have been performed with the same vial of accu-chek performa test strips.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.